Manufacturer narrative:
Zimmer biomet (B)(4). Email address unknown / not provided. Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The clinician reported a fracture on the wall (fractured implant) at tooth location #3.. A fractured abutment screw was removed. There were signs of bruising / possible hairline fracture towards the rim of the palate at the implant location. The implant was also removed. They do not have any x-rays to provide.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes was added: 4307. H10: narrative/data was updated. One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) along with unknown screw were returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar. Fracture portion of screw identified inside implant drive feature. Bone debris on the external threads of the implant. Pre-existing patient condition was type ii (moderate) bone density and good oral hygiene. The devices were located on tooth site #3 (universal) for approximately 7 years. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 62455080. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62455080) for similar events, using keyword (fracture implant, fracture screw, bone fracture) and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fractures) or products. Therefore, based on the available information, device malfunction (implant & screw fractures have occurred and the reported events were confirmed. However, bone fracture could not be verified with the information available.

Event description:
No additional event information at the time of this report.